Event description:
Clinic notes were received indicating that the vns patient had some discomfort at her neck incision site with a small raised area which the physician thought was a tie-down. The physician stated that the lead was causing discomfort. The patient was referred for surgery to explant her device but no known surgical interventions have occurred to date. The patient¿s device had been disabled for several weeks as the patient was able to obtain good seizure control with medication.